Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. The next month the pt presented with recurrent disc herniation left l5-s1. The investigator noted the event as moderate in intensity. Physician ordered MRI which showed recurrent disc herniation. Pt was scheduled for secondary surgery. It is reported as resolved with treatment in the next month. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted natural history as a possible cause for the event. One month later, the pt presented with a second disc herniation at left l5-s1. The investigator noted the event as moderate in intensity. Surgery was scheduled for a 360 degree fusion at l5-s1. The condition was reported as continuing without treatment. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted natural history/trauma as a possible cause for the event. The next month the pt presented with headache and visual changes. The investigator noted the event as moderate in intensity. Physician ordered discontinuing pain medications (medrol dose pak). The condition was reported as resolved with treatment. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted drug interaction as a possible cause for the event. In 2000 the pt presented with right leg pain. The investigator noted the event as moderate in intensity. Physician prescribed neurontin as treatment. The event was reported as continuing with treatment when the pt was last seen in 8/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted perineural fibrosis as a possible cause for the event.